Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that following a review of x-rays, the clinicians believed the lead had not been fully inserted into the battery. The patient had a procedure on the date of this report and the pocket was reopened. The lead was indeed not fully inserted (no blue was seen). The lead was removed and replaced. Impedances were checked peri-operatively and were all in range. The device was switched on and the patient was to be reviewed in 2-4 weeks. A second follow up report will be sent if additional information is received.

Event description:
It was reported that high impedances were measured and the patient experienced a lack of stimulation. All electrodes measured to be greater than 4,000 ohms. In addition to testing impedances, reprogramming was done and x-rays were taken, but the issue was not resolved and the cause of the issue was not determined. No action had yet been taken, but it was noted that a revision was ¿likely.¿ further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.